Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic vertical sleeve gastrectomy procedure. The suturing device was being used for the anastomosis. The device was difficult to toggle, difficult to load, and difficult to unload. When using the device, it did not toggle correctly and jammed. The needle did not stay in the holder. It kept falling out and would not engage correctly. The needle from the suture loading unit fell into the cavity of the patient but was retrieved by the surgeon. Switched out the needle reload and the same thing happened again. In order to resolve the issue and complete the case, a new device was opened. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one foil wrapper from a needle reload. Visual and functional evaluation indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. As only the packaging was received, the complaint could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.